Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found that on the 2nd proximal row of the stent, stent struts were lifted and pulled in a distal direction. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded on the distal balloon cones and were not subjected to positive pressure. The tip was visually and microscopically examined and no signs of damage were noted. A visual and tactile examination a kink at 1030 mm distal from the distal end of the strain relief. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 14-may-2018. Vascular access was obtained via the femoral artery. The 80% stenosed, 42x3.00mm, de novo target lesion was located in the moderately tortuous and mildy calcified left anterior descending artery. After engaging the lesion with a 6f ebu 3.0 non-bsc guide catheter, pre-dilatation was performed with a 3.50 x 12mm emerge balloon catheter and a 3.50x12mm non-bsc balloon catheter. A 3.00x48mm synergy¿ drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion. The device was removed and further dilatation was performed with a 3.50x15mm non-bsc balloon catheter. After further preparation, the synergy stent was advanced again but it was still unable to cross. The device was removed and the procedure was completed with two shorter stents, a 3.50x20mm synergy stent and a 3.00 x 24mm promus premier drug-eluting stents and was post dilated with a 3.50x12mm nc emerge balloon catheter. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damaged.